Event description:
The pt was implanted with vascular access graft. Approx 7 months post implant, it was reported thrombotic occlusion was found. The implanted area of the graft was opened and the outer layer was destroyed and reinforcement fiber was exposed. The middle layer was detached from the outer layer in some areas. The portion of the graft was removed and disposed.

Manufacturer narrative:
No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.